Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2013) is considered to be a best estimate. This emdr represents the bard ventralex st (device #2). An additional supplemental emdr was submitted to represent the bard ventralex st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2013 - patient was diagnosed with 2x ventral hernia thereby underwent repair with implant of ventralex st (device #1 & #2). (Note: there is no operative notes provided for this procedure) (B)(6) 2016 - patient was diagnosed with cellulitis and abdominal wall abscess thereby underwent open repair with drainage of abscess. Per op notes, ¿an incision was made over the area of drainage. The abscess was drained and sutured. ¿ (B)(6) 2016 - patient was diagnosed with abdominal mesh infection and enterocutaneous fistula thereby underwent open repair with excision of ventralex st (device #1 & #2) and implant of xenmatrix ab (device #3). Per op notes, ¿extensive lysis of adhesions was performed. A large piece of balled up mesh (device #1 & #2) was identified and removed entirely. The enterocutaneous fistula and a part of small bowel were resected. The abdomen was reconstructed with xenmatrix ab (device #3) using sutures and tacked.